Event description:
A customer obtained lower than expected vitros trig results from multiple patient and quality control samples using a vitros chemistry products dhdl slide cartridge that was misidentified as a vitros chemistry products trig slide cartridge on a vitros 4600 system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. The biased patient results were initially reported out of the laboratory, however corrected reports were issued upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros trig quality control and patient results were obtained from a vitros dhdl slide cartridge that was misidentified as a vitros trig slide cartridge on a vitros 4600 system. The root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 4600 system was operating as intended.